Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
The customer reported a unit shutdown right before oxygen testing during est (extended self test). The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. Technical support advised the customer to swap out the analog board. They advised if the analog board does not resolve the issue that the issue could be the power supply, sensor board, or the blower motor controller. The customer decided that they will retire the unit.